Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported by the patient that infusion set tube was detached while working. No further information was available.